Event description:
Healthcare professional reports incorrect readings with hemochron jr system. Results were higher than lab values. Hemochron inr 2.5. Coagulation clinic inr 1.7. All liquid quality controls were within acceptable ranges. No adverse event reported.

Manufacturer narrative:
(B)(4). Method: mfg review: device history record for cuvette lot reviewed and met specs. Result: results pending completion of eval. Device from same lot returned. Conclusion: conclusion not yet available-eval in progress. Itc has requested all data required for form 3500a.